Manufacturer narrative:
D314trg ICD implanted (B)(6) 2014. Product event summary: the proximal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to a fracture of the right ventricular lead. High pacing impedance, noise, and oversensing were noted, which triggered an alert. The lead was explanted and replaced. During the laser lead extraction, the left ventricular lead dislodged. It was partially explanted, capped, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.